Event description:
Per independent repair center statement the unit is alarming or red light. The key failure is the manifold valve was not shifting fully. Additional malfunction include the sieve beds were blown, and the compressor was noisy.